Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in a moderately tortuous and moderately calcified proximal left anterior descending artery (lad). A 10/3.50 flextome¿ cutting balloon¿ was selected for use. During procedure, upon first inflation at 6atm, it was noted that the balloon ruptured. The procedure was completed with another of the same device. No patient complications reported.